Event description:
It was reported that a lead integrity alert (lia) triggered for the right ventricular (rv) lead. Noise was observed on both near field and far field channels for the rv lead, and the pacing impedances have doubled but are within range. A possible fracture is suspected. The rv lead was capped and replaced. It was additionally reported that at the rv lead revision procedure the surgeon was unable to screw the new replacement rv lead into the implantable cardioverter defibrillator (ICD). The ICD was then replaced with a new ICD. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Continuation of d10: dvpa2d4 ICD implanted: (B)(6) 2023 explanted: (B)(6) 2026. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Product event summary: the lead was not returned for analysis, however, performance data collected from the device was received and analyzed. Analysis of the device memory indicated the impedance trend of the right ventricular pacing lead was variable. Analysis of the device memory indicated the criteria for the right ventricular lead integrity alert were met. Analysis of the device memory indicated oversensing due to non-physiologic signals/sensing integrity counter. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.